Event description:
It was reported that after approximately 10 weeks of intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) generated an unable to calibrate optical sensor alarm and the waveform appeared abnormal. The rn described some catheter whip on fiber optic waveform. After basic troubleshooting was not successful, the fiber optic cable was left unplugged and they were able to establish an arterial pressure waveform transduced via inner lumen of the iab. It was suggested to speak to the physician regarding getting a chest film to confirm placement and verify there were no kinks as it was revealed that the patient had been repositioned less than an hour prior to the onset of the alarm. The rn planned to call the physician again and explain to them what was discussed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).